Manufacturer narrative:
Problem statement: it was reported to philips that the device did not deliver a shock to a patient while in AED mode after indicating that a shock was needed. Patient/user involvement: it was reported that the patient involved was being treated for cardiac arrest and expired on (B)(6) 2017. The incident electronic rhythm file was downloaded for review. Additional patient characteristics and event details were requested but were not provided. The patient expired as a result of the cardiac arrest. It was determined that the device did not cause or contribute to the reported adverse event. The device appropriately diagnosed the patient's rhythm and recognized the asystole rhythm as not being shockable. The device disarmed as a result of the change in rhythm and a shock was not delivered. Device evaluation: the device was received by the philips bench repair on (B)(6) 2018. A full evaluation was performed on the device by a bench repair technician. During the evaluation, the technician was unable to replicate the customer's reported problem. Operational checks and stress testing simulations were completed with no failures noted. A review of the rhythm summary was conducted and identified that leading up to the reported event, the device diagnosed the patient's condition and indicated no shock advised (nsa) due to an asystole rhythm. After seven minutes of advised CPR, the patient's rhythm changed to ventricular fibrillation and the mrx issued a "shock advised - charging 150j" alert. Approximately 7 seconds later, before users pressed the discharge button to deliver energy, the patient's rhythm changed back to asystole. This change in rhythm resulted in a disarming of energy as asystole is a non-shockable rhythm. The AED chapter of the heartstart mrx instructions for use (IFU) states the following: "heart rhythm analysis continues while the heartstart mrx charges. If a rhythm change is detected before the shock is delivered and a shock is no longer appropriate, the defibrillator disarms." Customer resolution: the bench repair technician reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was returned to the customer to be placed back in service. Trending results: this is not a malfunction, and therefore there is no similar trend. The behavior described in this event is expected device behavior. Conclusion: there was no malfunction of the device. The device appropriately continued to analyze the presenting waveform after a shock was advised. Once the rhythm changed back to a non-shockable rhythm, the energy was disarmed which is expected behavior. There is no systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, not yet received.

Event description:
It was reported to philips that the device said shock delivered and the event summary said auto disarmed and the customer reported not being able to tell if the patient received the shock. It was reported that the patient involved was being treated for cardiac arrest and expired on (B)(6) 2017.